Event description:
It was reported that the patient experienced syncope and was admitted to the hospital. During this time the ventricular lead exhibited oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.